Event description:
The customer alleged via fax that the audible alarm malfunctioned. The overseas has requested a return goods authorization for the interface printed circuit board. Nellcor puritan bennett could not verify whether the alarm malfunctioned. After contacting the customer the co was able to confirm that there was no pt involvement. But they were unable to verify the ventilator's serial number. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.